Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted concurrently with monarc. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to mesh exposure. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent excision of vaginal scarring and mesh, trigger point injection on (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure in 2005 for pelvic organ prolapse and stress urinary incontinence and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. Updated information: (B)(6) 2013: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and monarc and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure in 2005 for pelvic organ prolapse and stress urinary incontinence and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.